Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator exhibited intermittent undersensing. The undersensing was thought to be caused by an intrinsic arrhythmia. No changes were made and the patient would continue to be monitored.